Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause and nature of the infection was is unknown. Treatment for the infection was not reported and the patient¿s outcome was unknown. No additional information is available. This is report 3 of 4.